Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the unit is not heating up prior to patient use.

Event description:
Customer reported the unit is not heating up prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. The alarm lights turn on and stay on and no other buttons were able to be pressed. The sample's power supplier board was removed and a lab inventory supply board was connected to the unit. Again, the neptune was connected to 110 vac. The unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb is defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 11 aug 2010 and will be replaced.